Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell on (B)(6) 2018 and reported a change in stimulation. The rep is meeting with the patient on (B)(6) 2018 to check the device. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that nothing was damaged from the fall. All impedances were normal. It was noted that one of the leads migrated down a little bit. The rep reprogrammed the stimulator. The rep said the issue was resolved. No further complications were reported.